Event description:
One sensor did not stay in his arm. Two sensors have given faulty readings as much as 122 points above fingerstick blood sugar level, considering how expensive they are and how crucially important it is to give the right amount of insulin, I was quite disappointed. I can be reached at (B)(6) for additional information. Thank you, (B)(6). I've had one sensor that didn't stay in and 2 that were giving false readings. Considering how expensive they are, I am very disappointed. It was over a hundred point higher than the finger stick. Reference report: mw5118785, mw5118786.